Manufacturer narrative:
One unit was returned for investigation. Upon physical inspection, it was found that the complained issue could be duplicated. The problem source was the user interface. DHR review was done, no issues related to the original complaint were found.

Event description:
It was reported that the oxygen mixer switch is broke.

Manufacturer narrative:
One unit was returned for investigation. Upon physical inspection, it was found that the complained issue could be duplicated. The problem source was the user interface. DHR review was done, no issues related to the original complaint were found.

Event description:
It was reported that the oxygen mixer switch is broke.